Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: review of the black box data revealed records of unexplained power on reset events. Moisture was confirmed behind the display lens due to a moisture leak through a crack in the battery compartment. A battery cap was not returned with the pump for investigation; a test cap secured properly to the pump and was used to complete the investigation. During the investigation, the pump powered on with functioning audio tone and vibration; the ¿no power¿ complaint was not duplicated. Unrelated to the original complaint, the display screen was dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.